Manufacturer narrative:
(B)(4).

Event description:
It was reported during the thr procedure that upon impacting the cup, the inserter broke into two pieces. The procedure was completed without delay. It is unknown how was finished the surgery. The surgical outcome is unknown.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. The device was manufactured in 2018. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. According to clinical/medical investigation, the inserter broke into two pieces upon impacting during the thr procedure. Reportedly, the procedure was completed without delay or patient harm/injury; however, additional details were not provided. Responses to the documentation/information requests were not received; therefore, the reported event could not be fully assessed. Per the product evaluation, the device shows signs of significant wear and supported the complaint. Based on the limited information provided ,the patient impact beyond the reported event could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.